Event description:
Healthcare professional (hcp) reported patient injected with juvéderm® volux¿ on the mandibular arch experienced inflammation, signs of infection, and an induration of approximately 4cm on the mandibular arch approximately 2 months post injection. Medical staff states ¿it appears to be a late abscess¿. Treatment noted as antibiotherapy, oral doxycycline 100mg for 10 days, ciprofloxacin 500 mg every 12 hours, ibuprofene 600mg if pain, prednisole 30mg per day for 3 days. Symptoms on-going.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.